Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump might have a delivery anomaly. The customer explained that the insulin pump seemed not to be delivering the proper amount of bolus and basal. Blood glucose value at the time of the incident is unknown. The customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08730 inches. (B)(4).